Event description:
As reported by the edward clinical field specialist, during a transfemoral tavr procedure, a femoral artery injury was noted post sheath removal, requiring vascular repair. During initial insertion of the delivery system, there was a large amount of resistance within the sheath. After several unsuccessful attempts to advance the delivery system, it was felt that the safest option (in order to avoid iliac rupture), was to remove the sheath and the delivery system as one unit. After removal of the sheath, a kink was noted. A new 24 fr sheath was inserted without difficulty. . Upon removal of the second sheath, the perclose devices were deployed, but did not control bleeding. Manual pressure was applied, and the 25fr dilator was reinserted for hemostasis. A balloon was inserted and proximal and distal hemostasis was confirmed. A femoral cutdown was performed. Vascular surgery was present, and a vascular repair of the left common femoral artery was performed end-to-end using an 8 mm dacron graft. The patient sustained minimal blood loss, and was hemodynamically stable during the entire procedure. Doppler pulses were present bilaterally post-procedure, dp/pt. The patient was transferred to the cvicu in stable condition. Vascular access sizing and potential complications were reviewed and discussed prior to the case. The iliac measurements were smaller than what the team had measured on pre-procedural screening; their smallest measurement being 6.6 mm. The team verbalized understanding, and proceeded left transfemoral approach with a "possible conversion to ta" if warranted. The access vessel minimum luminal diameter (mld) was 6.6mm. There was mild calcification, and moderate tortuosity. All dilators and the sheath were inserted without difficulty. The distal tip of the sheath was visualized on fluoro to be above the aortic bifurcation. As discussed with the physician, the perceived root cause of the sheath kink was due to tortuous, small, mildly calcified vessels. With regards to the vascular complication, deployment of perclose tore already friable vascular tissue. Unsure if tissue was torn during dilator/sheath insertion, or due to removal of first sheath, causing a tear.

Manufacturer narrative:
The sheath was returned to edwards for evaluation. Visual inspection revealed two kinks in the middle of the sheath shaft. The sheath also had scratches along the entire length of the shaft, which was most likely caused by patient calcification. This information suggests that patient factors may have contributed to the reported kink. Kinked sheath complaints have been previously investigated by edwards and documented in technical summary. All relevant historical complaint data and the summary of the associated engineering evaluations performed are aggregated in this technical summary. Complaint history of kinked sheath complaints revealed no devices with manufacturing non-conformities that could have contributed to the reported complaint. This technical summary outlines the current mitigation on the manufacturing floor (i.e. Visual/ dimensional inspections and functional evaluations) and in IFU and training documents. Based on available evaluation data, clinical input and complaint report trending, the information summarized in this technical summary supports that sheath kinks occurring during use in the patient have historically had a root cause related to patient factors (peripheral vessel tortuosity/calcification) and/or procedural factors rather than device factors. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in technical summary, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. In this case, the patient¿s access vessel minimum luminal diameter (mld) was measured at 6.6mm. The minimum required vessel diameter for a 24fr sheath is 8mm. The vessel was noted to be mildly calcified and moderately tortuous. It appears that the significantly smaller than indicated minimum vessel size, in combination with mild calcification, moderate tortuosity and friable tissue caused or contributed to the kinked sheath and vascular injury. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In addition, no manufacturing defects were found in the returned device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The device has been returned to edwards and the evaluation results are pending.